Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle and light guide lens, however, the specific material could not be identified. Additionally, the cause of the material remaining on the device could not be specified. There was no damage to the areas where the foreign material was detected that would impair reprocessing and it was confirmed that the device was correctly reprocessed before it was sent in for repair. The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope lens was not cleaning itself properly. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the air/water nozzle and around the light guide lens, which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the air/ water nozzle and around the light guide lens. Due to this clog, the air and water supply had no flow. These findings were due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the insulation on the insertion tube did not meet the standard value. Additionally, it was observed that the insertion tube had minor snakinness. It was also observed that the distal end plastic cover had multiple deep dents and cracks. Lastly, it was observed that the light guide lens and the glue on the bending section cover had a crack. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.